Manufacturer narrative:
(B)(4).

Event description:
"The fibers were new. They passed our pre-procedure inspection. When the laser was fired during surgery, the laser came from the side, not the tip. No harm was caused to the patient, however, this incident is very dangerous. The hand piece was immediately removed from laser and reported." This information is documented as reported to trimedyne, inc.